Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the 22mm aortic mechanical valve, while fastening the first suture, one of valve leaflets separated from the valve and fell into the left ventricle. Subsequently the valve and the leaflet were removed from the patient with no adverse patient effects noted. Another valve was successfully implanted with no issues noted.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection confirmed that the device sewing ring was slightly discolored showing evidence of blood contact and one leaflet was returned detached from the valve. The remaining attached leaflet was in the closed position. The detached leaflet was determined to be the right leaflet. Under a microscope a small scratch was observed on the right (detached) leaflet on the inflow side. There was no evidence of damage such as cracks and/or surface anomalies observed on the attached leaflet. Both inflow and outflow valve hinge mechanisms were intact. The inflow and outflow orifices were intact with no evidence of damage. Using an actuator to test leaflet movement, and the attached leaflet moved without difficulty. The valve was rinsed under tap water and it was verified that the carbon subassembly rotated in the sewing ring. Conclusion: the device was sent for additional testing. Upon completion of that testing a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional product analysis: a gouge and scratch were noted on the interior diameter of the orifice which is the same side as the leaflet that separated (right leaflet). Several component critical dimensions (leaflets and orifice) were re-measured and all were within specification. In addition, the critical valve assembly dimension, crown-to-notch, was remeasured and found to be within design specification. Conclusion: the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The observed damages on the orifice/leaflet may have been caused during handling/implant or attempting to retrieve the detached leaflet from the ventricular cavity. Following thorough review of the information received, subject matter expert evaluation, DHR review, as well as review of the existing device design specifications, medtronic was unable to identify the root cause for the clinical observation. If information is provided in the future, a supplemental report will be issued.